Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication start-up error. After diagnosis, the service engineer found that the control printed circuit board (pcb) was defective and needed to be replaced. No part/device logs/further information has been received despite reminders. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the breathing control pcb was found defective during troubleshooting on-site. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).